Manufacturer narrative:
H6; received with approximately a 3/16" tear in the seal. Abc)based upon the inquiry info received and the visual examinations, it was concluded that the seals had become torn, making the instruments non functional. Ab)the reducers were received with tear in the seals, which were approximately 3/16" in length, and ran from the inner edges of the orifices outwards. C)the reducer was received with a tear in the seal, which was approximately 1/4" in length, and ran from the inner edge of the orifice outwards. Abc)no conclusion could be reached as to how the seals had become torn.

Event description:
It was reported during a laparoscopic gastric bypass the three seals ripped. Pulling the er420 through ripped one. It is unknown how the case was completed. There was no consequence to the pt.